Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the electrograms displayed multiple alerts for noise reversion episodes due to noise on the ventricular lead in a period of three months. The physician suspected that the lead was fractured. X-ray was performed and no fractures or shorts were observed. The patient was asymptomatic. All other electrical measurements did not change significantly. The device was reprogrammed and the patient will continue to be monitored. The patient was in stable condition.